Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6) confirmed compromised wires that would have resulted in the pump stops on battery and power module power observed in the submitted log files. The submitted log files contained overlapping data from 23feb2021 at 21:59:30 to 05mar2021 at 17:23:43. The pump speed was set at 8400 rpm with a low speed limit of 8000 rpm for the duration of the captured data. On 01mar2021 at 19:25:43, 02mar2021 at 19:28:27, 19:49:13, and 20:53:47 and 03mar2021 at 5:19:14 there were captured low speed and pump stop events, resulting in 9 motor stopped alarms. The low speed and pump stop events corresponded with low speed advisories, low speed hazards, low flow hazards. The low speed and pump stop events were also associated with elevations in pump power ranging from 9.6-18.1 watts. Of note, the pump stop and low speed events on 02mar2021 at 19:28:27 the voltage levels for the black and white cables indicated that the charge of the batteries drained exceptionally quickly to result in low battery hazard and no external power alarms. The charge of the external batteries recovered following these events. A phase to phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14v batteries to result in the observed no external power alarms recorded in the submitted log files. Excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed events, the pump appeared to function as intended. The submitted x-rays revealed 2 areas on the external portion of the driveline which appeared to be kinked and presented shield breakdown. The remaining driveline appeared to be unremarkable. (B)(6) was returned with the driveline severed approximately 3¿ from the pump housing and a distal portion of driveline measuring approximately 35.5¿ was returned. The sealed inflow conduit (inlet elbow, flex section and inlet extension) were returned detached from the inlet port. The outlet elbow was returned attached to the outlet port. The sealed outflow graft and outflow graft bend relief were returned unattached to the outlet elbow. The blood-contacting surfaces of (B)(6) revealed no evidence of depositions or thrombus formations. The distal driveline was returned covered in rescue tape. The rescue tape was removed and revealed areas of damage to the outer silicone jacket approximately 2.5¿, 13.5¿, 16¿ and 18¿ from the metal connector. The outer silicone jacket was removed and revealed black discoloration along the length of the distal driveline. An electrical continuity test of the returned driveline sections was conducted, and no wire-to-wire or wire-to-shield shorts were induced during intact testing, even with manipulation of the driveline. The bionate was removed and revealed multiple areas of shield breakdown along the distal driveline. The shielding on the pump end and distal driveline was removed. Visual and microscopic examination of the underlying wires on the distal 35.5¿ driveline revealed areas of insulation breakdown/wear approximately 31¿ from the metal connector to the orange, red and yellow wires. Visual and microscopic inspection of the pump end driveline revealed areas of wire insulation breakdown/wear approximately 1¿ from the pump housing to the red, brown and black wires. The areas of insulation breakdown appeared to be due to repetitive flexing and abrasion against the metal braided shielding. The remaining underlying wires on both the pump end and distal driveline were unremarkable. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. Excluding the areas of wire insulation breakdown on the distal and pump end driveline, the test did not reveal any other current leakage in the insulation of any driveline wires that would have resulted in an electrical short. The insulation breaches of the red, yellow, orange, black, and brown wires would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. Incidental findings: superficial damage to the external portion of driveline. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. The relevant sections of the device history records for (B)(6) and driveline, (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 19may2014. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that there was low speed drops and pump stops while the patient was on battery power and power module. It was suspected that there was a short-to-shield situation. Patient has gained significant weight in the belly area since the implant close to 7 years ago. The patient felt cough and slight shortness of breath, as was felt before the implant, during pump stoppage. Patient's external driveline had had multiple attempts of tapping with rescue tape in the entire length over the years. Physician noticed a section that was bent 90 degrees to the driveline stabilizer a couple days ago and the driveline has since been straighten with some adjustment of a new stabilizer. A pump exchange was performed on (B)(6) 2021 (newly implanted pump is hm3).